Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the guidewire would not advance in the lumen of the lead after several attempts. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.